Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a high out-of-range (oor) shocking lead impedance measurement ranging from 104 to 132 ohms which was detected in the patient remote monitoring system. The patient is for scheduled follow-up to evaluate the integrity of the system. The tachy device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the system recorded high trends on shocking lead impedance for over a period of time. On review, this patient has a single coil lead. The patient seemed to be stable so they will continue to closely monitor for the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.